Event description:
It was reported that the insulin pump had an error alarm. It was stated that after troubleshooting it was recommended that their insulin pump should be replaced. No further info was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed an error during the prime test as a result of a loose drive support disk.